Event description:
During priming in preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the motor stopped when the rpm knob was adjusted. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.